Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was "flickering on and off". Additionally, it was reported that the pump shut down unexpected and after the pump display turned on it was reported that the pump date was inaccurate. Customer's blood glucose level was approximately 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.